Event description:
A high drain error 101 alarm meeting increased intra-peritoneal volume (iipv) criteria was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 10:07:00 during the patient's initial drain. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the alarm log. However, the cause of the reported issue could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.